Event description:
Baxter product surveillance received a report from a home pt's nurse that a minicap had fallen off a transfer set of a home pt. The home pt had been using peritoneal dialysis since 09/2005, and the particular transfer set had been in use since 04/2006 (two days). The transfer set was changed on the 2nd day after the incident. Although prophylactic antibiotics were administered (1g vancomycin inraperitoneal), there was no pt injury indicated at the time of the initial report.